Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a high out of range shock impedance measurement greater than the upper limit. The patient has a competitor device and the upper limit is programmed to 120 ohms. The current shock impedance is around 50 ohms. The overall shock impedance trend was between 50-60 ohms. The patient has not received any recent therapy. This rv lead is used for shock purposes only. The patient has a separate rv pace/sense lead. Technical services discussed confirming the out of range measurement and provided troubleshooting options. Additional information was received that the rv lead was tested in the clinic, and the shock impedance was between 120 -130 ohms. The physician suspected the proximal coil was the cause for the high out of range shock impedances. The decision was made to reprogram the shock configuration distal coil to can. Defibrillation threshold (dft) testing will be performed. At this time, this rv lead remains in service and no additional adverse patient effects were reported.